Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a high tibial osteotomy with tomofix plate and the locking screw in question. On (B)(6) 2020, the patient underwent removal surgery in which the surgeon found that the proximal anterior screw had already been broken. Removal surgery was done because bone union was confirmed. Surgeon confirmed by x-ray that there are no pieces in the patient. The reoperation was delayed by less than 30 minutes. Patient outcome is reported as stable. The surgeon commented that the mechanical load on anterior side might have caused the breakage of the screw. No further information is available. Concomitant devices reported: tomofixtibheadpl anatom med prox r he 4h (part# 440.838s, lot# l857322 , quantity# 1) unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 5.0mm ti locking head screw self-tapping 50mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the screw was found broken between the shaft and the screw-head. There are several mechanical damages visible on the entire surface. No other issues were identified with the returned components of the device. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Conclusion: our investigation has shown that the complaint condition for the broken screw is confirmed due to the provided pictures and the received part. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. This lot of 240 pieces was manufactured in october 2018, and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected h3, h4, h6: a device history record (DHR) review was conducted: part number: 413.350s, synthes lot number: 1l64876, manufacturing site: grenchen, release to warehouse date: 03. Oct. 2018, expiry date: 01. Sep. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.